Manufacturer narrative:
(B)(4) - writer is still attempting due diligence in an effort to obtain any additional information regarding the reported condition. It is unknown at this time if the sample will be made available for evaluation. Should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4) - the reported condition could not be confirmed, as the sample was not available for evaluation; therefore, no root cause could be identified. A batch review could not be conducted, as the lot number was unavailable. Should any additional relevant information be made available, a follow-up MDR will be submitted.

Event description:
The customer reported to a baxter representative a condition of a one-link i.v. Connector that was alleged to have caused hemolysis on a blood sample taken from an unknown patient. There was no report of patient injury, medical intervention, or adverse reaction associated with this event. No additional information is currently available.